Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. As returned, the lever was completely closed and the foot was completely retracted into the guide; therefore, the reported failure to retract the foot could not be confirmed. During the device analysis, the foot was deployed then completely retracted via pulling and pushing the actuator wire. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, after device deployment, the foot was stuck open. The device was taken apart to remove it from the patient. There was no tissue damage to the artery. The sutures of the same proglide device were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.